Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump trying to suspend and button would stick. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that middle button and up and down sometimes get stuck or continue to scroll. Customer reported that the button working right now but she stated that it happened more the last 2 weeks randomly. Customer stated block mode is inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer reported that it was still causing issue after she changed new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.